Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one infusomat space, 8713050, serial no.: (B)(6) with software version 686n030005. The history files were read out and analyzed. The device history files from 2025-11-17 was investigated. A new volume of 100ml was selected and the infusion started with a rate of 200ml/h. 16 minutes later the "air rate alarm" occurred and the infusion was continued. The volume was reached and the infusion stopped. At this time, 100ml was infused. No other abnormalities were found. The sample was subjected to a visual and functional examination. Visual inspection: the cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -1,35 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled, and the inside was investigated. It could be found liquid residues on the emc protection shield, the bottom inner frame and lower housing. No other visible damage was found. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "(B)(6) 2025, 1321h user set pump to infuse vtbi of 100ml at the rate of 200ml/hr. (B)(6) 2025, 1350h user saw pump display infusion complete, but burette has 70ml remaining. User restarted pump to infuse the remaining 70ml. (B)(6) 2025, 1400h pump displayed infusion complete, but burette remain 50ml. User restarted pump to infuse the remaining 50ml. (B)(6) 2025,1410h pump displayed infusion complete, but burette remain 30ml. User restarted pump to infuse the remaining 30ml. (B)(6) 2025, 1420h pump displayed infusion complete, but burette remain 10ml. User restarted pump to infuse the remaining 10ml".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. UDI number (B)(4). Premarket submission # k083689, k142596, k191910.